Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of ¿low¿ (less than 40 mg/dl) were recorded by continuous glucose monitor (cgm) from 2:11 pm to 3:11 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed at 5:31 am. At 7:26 am, user set a 2 hour temporary basal rate of 90% (0.54-0.567 units per hour). User requested 5 boluses between 9:47 am and 9:58 am for 15 to 35 grams of carbohydrates without entering current bg value. The first 4 boluses were terminated by occlusions alarms; the fifth bolus completed delivery. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Making bolus requests and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 98 mg/dl. Troubleshooting was performed and the occlusion alarms were verified. After performing a supply change during troubleshooting, the customer successfully resumed insulin deliveries. Additionally, it was reported the customer experienced a low bg of 18 mg/dl. The cause of bg was unknown. Food was consumed to address bg.